Event description:
It was reported through a literature article that an angio-seal sts was deployed post neurointerventional procedure. The pt was premedicated with 300mg of aspirin and 75 mg clopidogrel after an administration of a loading dose of 300-450 mg prior to stenting procedures which was to be continued after treatment. During the procedure, heparin was administered intravenously, with close monitoring of the activated coagulation time (act). Post procedure, the pt experienced a groin infection associated with a groin hematoma and pseudoaneurysm. The pt went to surgery where the hematoma was resected and a graft was placed. The pt was on bedrest for 18-24 hrs post procedure. Additional info was not available. The incident date is between may 2005 and aug 2006. The physician who deployed the angio-seal was unk.

Manufacturer narrative:
No product was returned. A review of the device history was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.